Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2018, the gmrs implant was inserted after being diagnosed with osteo sarcoma and the tumor removed. 4 months later, found that there was an infection on the implant. The implant was not removed but debridement was done. Since the surrounding muscle and tissues were healthy no further procedure was required. Again in (B)(6) 2019 infection occurred and a second debridement procedure was done. Antibiotic beads were used. During the second time debridement it was found that the implant has moved from its implanted location and it is causing severe unbearable pain.

Manufacturer narrative:
An event regarding infection involving a mrh insert was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there has been 1 other similar event for the lot referenced. There has been 1 other similar event for the sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post- operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
On (B)(6) 2018, the gmrs implant was inserted after being diagnosed with osteo sarcoma and the tumor removed.. 4 months later, found that there was an infection on the implant. The implant was not removed but debridement was done. Since the surrounding muscle and tissues were healthy no further procedure was required. Again in (B)(6) 2019 infection occurred and a second debridement procedure was done. Antibiotic beads were used. During the second time debridement it was found that the implant has moved from its implanted location and it is causing severe unbearable pain.